Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vomiting (allergies: cefdinir · hydromorphone hcl morphine tramadol), hives (allergies: cefdinir · hydromorphone hcl morphine tramadol), pelvic pain female, amenorrhea, drug allergy, cesarean section, multi gravida, parity 3 and menorrhagia. The patient had a family history of myocardial infarction, diabetes mellitus and heart disease, unspecified. Concurrent conditions were listed as irregular periods, anemia, uterine fibroids and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, myomectomy. Done on (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: impression: 1. There is no opacification of the fallopian tubes suggesting satisfactory placement of the essure micro insert device. 2. Irregular filling defect of the endometrial canal lateralized to the left could represent hematoma but is certainly not specific [pathology test] on (B)(6) 2023: diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries: - cervix¿no specific pathologic changes - endometrium¿no specific pathologic changes - myometrium¿leiomyomas - ovaries¿no ovaries identified - fallopian tubes¿no specific pathologic changes clinical information: procedure: total abdominal hysterectomy preoperative dand postoperative diagnosis: menorrhagia, uterine fibroids. Iron deficiency anemia specimen: a uterus, cervix, bilateral fallopian tubes, and ovaries gross description: located on the right and left cornua are bilateral essure coils. Received separate in the container are 2 undesignated separate fallopian tubes. The fallopian tubes range in length from 5 to 8 cm and a diameter of 0.4 to 0.5 cm. Separate in the container is a detached fragment of tanwhite tissue measuring 2 x 1.2 x 0.6 cm. Microscopic description: the microscopic examination is performed, except in the case of gross only quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4748 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-jun-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.